Manufacturer narrative:
The reported event was dislodgement that resulted in loss of capture. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Double-bend was measured to be within specification. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
During an in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. Fluoroscopic imaging was conducted and confirmed lv lead dislodgement. The lv lead was explanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. The lv lead was repositioned to resolve the event. The patient was stable with no consequences.